Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "bilateral ruptures." Device has been explanted.

Event description:
Healthcare professional reported, left side "bilateral ruptures". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, weight to the spec and creases fold. Cloudy in the gel observed, after autoclave cycle. The unit is not rupture. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.